Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively identified. However, it is likely the lock lever of the connecting tube was broken by external stress which then could not connect to the tube. Additionally, stress could have been applied toward the wrong direction which could cause the connector to be loose. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor exhibited an issue where the connecting tube could not be attached to the channel in the reprocessing basin due to the broken connector. It is unknown when the issue was found. There were no reports of patient harm. Related complaints: (B)(6) and (B)(6).

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.